Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of hair found within the infusion set package was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 22ga x 1¿ huber plus safety infusion set. The sample was received in its original sealed package. A hair-like fiber was visible within the sealed package. Microscopic inspection of the sample confirmed the presence of a hair within the sealed infusion set package. The presence of a hair was confirmed within the infusion set package. The sealed state of the packaging indicated that the hair was deposited during device packaging. Photographs have been forwarded to the manufacturing site for further evaluation. Reynosa evaluation: complaint due to ¿hair was found in the package¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual evaluation performed at vad lab the following was concluded: a foreign material (hair) was found to be deposed inside the sealed kit. That contaminant was trapped during the sealing process making the device unsafe for our customer. Therefore, the cause of this condition is manufacturing related. A lot history review (lhr) of rect2459 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a contamination of foreign material like hair was found in the package. There was no reported patient involvement.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect2459 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a contamination of foreign material like hair was found in the package. There was no reported patient involvement.